Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the adc device, for less than 2 hours. The customer was unable to obtain sensor readings at this time and subsequently became sweaty, weak, had blurred vision, and lost consciousness. The customer was at a diagnostic laboratory at the time, and a nurse treated the customer with orange juice. There was no report of death or permanent injury associated with this event.